Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) (event 3). The device is currently shipping from colombia to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and there is no abnormalities found during in-process or at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): patient wearing the (B)(6) 2016 and said that the infuser of 5 days is not decreasing in volume, the verification of the infuser is made and evidence that the drug does not pass.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) (event 3). This case is reported with MFR # 9610825-2016-00189 and internal number (B)(4).